Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing palpitations presented in clinic for normal follow up. Upon interrogation, the right atrial lead exhibited high impedance, noise, and capture anomaly. The lead was reprogrammed. The patient was feeling fine and would continue to be monitored.

Event description:
New information on (B)(6) 2016 stated that the lead was capped and replaced. The patient was in stable condition post operation.